Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stopped during an infusion (medication, dose, programmed amount and delivery rate unknown). The event happened in the neonatal intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.